Event description:
The customer reported that during an hcv assay, summit sample handler misread a sample barcode. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.